Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer has investigated the reported machine on site. The pull magnet and the expiratory channel printed circuit board (pcb) have been replaced and sent back for investigation. The provided logs confirm the reported issue. The returned parts have been tested in a machine. They both passed the pre-use check. No abnormal found during ventilation for 2 days. They both passed the pre-use check after ventilation. It was not possible to reproduce any issue. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).